Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, while in use, the pump alarmed high pressure with cassette connected. The pump was replaced with a backup device. The patient was able to successfully continue infusion. No patient injury was reported.